Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 25mar2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a consumer reported a female patient of unknown age reported while using her humapen luxura hd (batch number 1708g02, manufactured august 2017) "the plunger of the device stopped pushing the insulin cartridge" and she experienced "several hypoglycemic crises". The device was not returned for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review and an assessment of the batch complaint profile were conducted with no atypical findings. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the event of hypoglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a female patient of an unknown age and origin. Medical history included being diabetic for 38 years. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (cartridge) (humalog) via a reusable pen (humapen luxura half-dose device). Dose, frequency, indication for use, route of administration and therapy start date were not provided. In 2023 she bought the insulin lispro and took her six or seven months to start, and she did not know it had an expiration date (expired drug administered). The patient used the device while being visually impaired (improper use). On an unknown date, she experienced her glucose was too low and too high (values, units and reference ranges were not provided), hence she was taking more medication. She also experienced there were times when the humapen seemed to inject the correct amount, but it was not administered (incorrect dose administered) (lot number: 1708g02, pc number: (B)(4)), due to this, she then felt sick. In february of an unknown year, she had an absurd amount of hypoglycemia; it was asymptomatic, so when she felt something, she had already fell. She was very sick and was going to die (as reported) because of the severe hypoglycemia crisis and she even had to call emergency medical services (ems) four times, in a period of approximately four weeks. Not all time she needed to call an ambulance, because she was with her daughter, but sometimes she was alone, and it took who knows how many hours to come back. On an unknown date, she also had seizures. She then started using syringes instead of the humapen because she thought the symptoms would only stop when using the syringe; and the glucose went from 160 to 60 (units and reference ranges were not provided) the glucose simply normalized, it returned to normal. The event of asymptomatic hypoglycemia was considered serious by the reporter due to medical significance. The event of seizures was considered serious by the company due to its medical significance. On (B)(6) 2025 and on (B)(6) 2025 a little before the glucose started to get high at dawn, she took medication about 3 times during the night and the glucose did not go down (units and reference ranges were not provided). She had stopped exercising and went back to exercising and the glucose went down. The disposable pen sometimes did not measure the amount of medication (incorrect dose administered), sometimes she pulled it to inject it into the syringe. She could not use it, as it did not mark half by half medication, hence she had to use the syringe to measure the dose, but it came out different from the pulled one. On an unspecified as she administered a small amount of insulin, she had used it beyond the labelled duration. She did not notice that she was not injecting (missed dose). Information regarding corrective treatment, the outcome of remaining events and the status of insulin lispro therapy was not provided. Patient was the operator of the humapen luxura half-dose reusable pen and her training status was not provided. The model and the suspect humapen luxura half-dose reusable pens duration of use were not provided. The suspect humapen luxura half-dose reusable pen was available and was not returned. The reporting consumer did not provide an opinion of relatedness between the events and insulin lispro therapy, while related the incorrect dose administered, the product dose omission issue, the blood glucose fluctuation, the hyperglycemia, and the hypoglycemia events to the suspect humapen device, and did not provide an opinion of relatedness between the remaining events and the suspect humapen reusable device. The reporting consumer also assessed as related the low glucose due to taking too much insulin and the seizure event to the lack of glucose in the body. Update 16-jan-2025: information was received from initial reporting consumer on 14-jan-2025. No medically significant information was received. No changes were made to the case. Update 03-mar-2025: additional information was received from initial reporting consumer on 27-feb-2025, and this case has been upgraded to serious with addition of serious event of asymptomatic hypoglycemia, due to medically significant reason. Added EU/ca device information for humapen luxura half-dose device. Upon review of information received on 08-jan-2025, coding of insulin lispro was updated from kwikpen to cartridge and improper use or storage was updated from no to yes since patient used pen with a syringe. Updated narrative with new information. Update 12-mar-2025: additional information was received from initial reporting consumer on 11-mar-2025. Added one serious event of seizures. Updated narrative with new information. Update 17-mar-2025: additional information received from initial reporter on 13-mar-2025. Updated the device coding to match the material number (ms9673a) as mentioned in the source information. Updated the corresponding fields and the case with new information. Edit 19-mar-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 21-mar-2025: additional information was received on 17-mar-2025 from the reporting consumer, added the non-serious events of blood glucose fluctuation, expired product administered, fall, unintentional use beyond labeled duration and product dose omission. Updated case and narrative with new information and relatedness provided by reporter in consequence. Update 25mar2025: additional information received on 19mar2025 from global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen luxura half-dose device associated with product complaint (B)(4). Added date of device manufacture. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) injections (cartridge) (humalog) via a reusable pen (humapen luxura half-dose device), for an unknown indication, beginning on an unknown date. Information regarding the dose, frequency and route of administration was not provided. On an unknown date, she experienced hyperglycemia and insulin was being injected, but it was not administered (lot number: 1708g02, pc number: (B)(4)). On an unknown date, she had an absurd problem with this humapen luxura half-dose pen. She was very sick as she was going to die because of severe hypoglycemia crisis and she even had to call emergency medical services (ems) four times, in a period of approximately four weeks. On an unknown date, she also had seizures while using the pen. She was literally starting to use syringes instead of pen because she thought the symptoms only stopped when she started using the syringe to perform her applications. Her hypoglycemia was asymptomatic. It was scary. She stopped using humapen luxura half-dose pen, and it resolved. The event of asymptomatic hypoglycemia was considered serious by the reporter due to medically significant reason. Information regarding corrective treatment, the outcome of remaining events and the status of insulin lispro therapy was not provided. The operator of the humapen luxura half-dose pen was the consumer and training status was not provided. The humapen luxura half-dose pen general model duration of use was not provided. The suspect humapen luxura half-dose pen duration of use was not reported. Humapen luxura half-dose pen was discontinued and its return was not expected. The initial reporting consumer did not provide the relatedness of the events asymptomatic hypoglycemia and seizures, however related the remaining events with insulin lispro therapy. The initial reporting consumer did not provide the relatedness of the event seizures while related the remaining events with humapen luxura half-dose pen. Update 16-jan-2025: information was received from initial reporting consumer on14-jan-2025. No medically significant information was received. No changes were made to the case. Update 03-mar-2025: additional information was received from initial reporting consumer on 27-feb-2025, and this case has been upgraded to serious with addition of serious event of asymptomatic hypoglycemia, due to medically significant reason. Added EU/ca device information for humapen luxura half-dose device. Upon review of information received on 08-jan-2025, coding of insulin lispro was updated from kwikpen to cartridge and improper use or storage was updated from no to yes since patient used pen with a syringe. Updated narrative with new information. Update 12-mar-2025: additional information was received from initial reporting consumer on 11-mar-2025. Added one serious event of seizures. Updated narrative with new information. Update 17-mar-2025: additional information received from initial reporter on 13-mar-2025. Updated the device coding to match the material number (ms9673a) as mentioned in the source information. Updated the corresponding fields and the case with new information. Edit 19mar2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.